Event description:
It was reported that the drain port didn't inflate and there was no pressure observed when the waste fluid was suctioned on the next day after placement. The user found the balloon ruptured.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is confirmed as manufacturing related, a labeling review would not be needed. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the waste fluid was suctioned on the next day of the placement, the drain port didn't inflate and there was no pressure . The user found the balloon rupture.